Event description:
It was reported that air was present in the system during use on the home choice (hc). The technical service representative (tsr) advised the home patient (hp) to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An issue indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.